Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2006, that a place hit wallstent biliary endoprosthesis was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed three days prior (patient age, gender and weight are unknown). According to the complainant, the stent release system "broke down" at deployment and it was not possible to drain the biliary access site.